Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. It was reported that the logs displayed the described behavior and that the issue lied with the ethernet cable.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the navigation system could not establish a communication with the imaging system. It was reported that the navigation system was restarted and the ethernet cable replaced to restore functionality. There was a reported delay to the procedure of 5 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was resolved by replacement of the ethernet cable. Analysis found that the software is functioning as designed.